Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: wr9220, serial: (B)(6); product type: 0213-recharger; product ID: fp9000x, product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The patient reported difficulty charging the implant since last time recharged, two weeks ago. Patient said that it took too long to charge to 100% even when started recharging when ins was at 50%. When asked, patient said that either their assistance will hold the recharger in place or recharger is held in place by patient's pants. The following troubleshooting steps were performed: located the implanted neurostimulator by looking for incision and/or palpating the implant, and patient said can readily feel the implant. When asked, patient stated isn't able to place the recharger over the implant site by themselves and their assistant won't be coming until the afternoon. The issue was not resolved through troubleshooting. The patient was redirected to call agent back when assistance is available. The patient called back with their caregiver present for assistance charging ins. The patient described that the ins is tilted with one side deeper than the other. Reviewed that this may make it challenging to maintain charge connection. Reviewed how to reposition the charger over the ins, patient was able to maintain charging connection after leaning forward and crossing left leg or right and having their caregiver hold the charger snug against the ins. The ins charging progressed from 60% to 80% during the call. Sent request to repair for xl charging belt as the large size was too small for patient.